Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, customer delivered a meal bolus, however, did not consume carbohydrates as soon as expected. Bg was addressed via glucose gel and tablets. The customer was instructed to consult with healthcare provider regarding bg level.